Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was used in an unknown procedure on (B)(6) 2025, and ¿the blue rubber part of the silencer tore off and fell into the patient's body. The detached rubber piece has already been retrieved from the body.¿. The procedure was completed with the use of an unknown alternate device. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device ias12-100lpi found that a small part of the rubber silencer broke off the device. The piece that broke off was returned for examination. The root cause cannot be determined, however, based upon evaluation, photos, and the risk document, the likely cause of this event was a sharp object being inserted into the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 31 reports, regarding 34 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect the sound cap after use for physical damage of any kind. If using optional sound cap, use caution when inserting a sharp or large device through the cannula. The optional sound cap may be removed from the cannula at any time during the procedure and should be removed before inserting any sharp or large objects into the cannula. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was used in an unknown procedure on 03jul25, and ¿the blue rubber part of the silencer tore off and fell into the patient's body. The detached rubber piece has already been retrieved from the body.¿. The procedure was completed with the use of an unknown alternate device. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.